Event description:
Complainant alleged that during a routine shift check of the device by a clinician, it was observed that although the customer had ordered an AED device, they were inadvertently sent a manual unit. Therefore, the user could potentially deliver therapy to a pt without first using the device's ECG algorithm analysis function. Complainant indicated that there was no pt involvement in the reported malfunction.